Event description:
A surgeon was burned on his face by the spark from an electrosurgical unit. He was performing a procedure in the main or when the active cord detached from the pencil . The unit was being activated at the time, so the spark that would normally be emitted at the end of the pencil actually emitted from the end of the cord and struck the surgeon on his nose. This resulted in a very small second degree burn. He was using a scope, which had required him to locate his head somewhat close to the surgical site. The unit including the active cord was removed and sent to biomedical engineering for further examination. The electrosurgical unit was tested and was found to be without fault. However, the cord had an insulated stranded wire which had worn out from repeated flexing at the pencil insertion point. The department was advised to perform a check of the physical integrity of these cords prior to use . The overuse of reusable components needs to be addressed by the using department.